Event description:
Alaris IV piggyback was hung on an alaris pump as a secondary and it immediately started dripping in the chamber very fast. Paused pump and the med was still dripping fast in the secondary drip changer. Clamped the secondary line while troubleshooting. Verified proper tubing set up of both primary and secondary lines. Moved the entire setup to a different pump & channel, the issue continued. Changed the secondary tubing and the dripping was still too fast and continued when the pump was paused. So, I set up a whole new primary, secondary and liter fluid bag and the issue resolved. So, it appears to have been an issue with the primary tubing setup. Internal rl (B)(4).